Event description:
The hcp reported that the pump stalled following an MRI with no recovery noted in the logs. The pt had an MRI in 1/2005 with a motor stall and recovery noted in logs. A subsequent MRI was performed on 3/2005 with another motor stall, but no recovery noted. A refill on 6/2005 "actual and residual fine today at 1.5cc." The dose is being increased from 10mg/day to 15 mg/day. The drug is sufentanil. The pump was refilled and next refill is planned for october.